Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use at the time of reported malfunction. The reported issue occurred while performing the early morning checks before admitting the patients. The philips remote service engineer (rse) connected with the customer and confirmed that the system lost all geometry movements. The rse checked the logs and found errors related to the geometry. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that the geometry movements weren¿t operational for the stand or the table. Rerouting the power restored all table movements, but the stand¿s movements remained non-operational. The fse found that the amc drive controller was faulty. To resolve the reported issue, the fse replaced the amc drive controller and adjusted beam propeller motor current, collimator rotation motor current and clea3 z2 rotation motor current. After replacement and necessary calibrations, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system lost all geometry movements. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.